Event description:
On (B)(6) 2014, a nurse contacted lifescan (lfs) on behalf of the lay user/patient alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to another device . The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after listening to the recorded call. The reporter claimed that on (B)(6) 2014 the patient was transported to the ER/hospital because she had obtained a result in the ¿400¿s mg/dl¿ with the subject meter when experiencing symptoms of ¿sweaty and confused.¿ the reporter claimed that during ER/hospital visit, she performed a test with the ER/hospital meter and then performed a test with the subject meter. The reporter claimed she obtained blood glucose readings of ¿193 mg/dl¿ with the ER/hospital meter and ¿402 mg/dl¿ with the subject meter. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ accuracy criteria. However, at the time of troubleshooting, the nurse discovered that the patient was using test strips that had expired back in 2005. The reporter informed the customer care advocate (cca) that the patient manages her diabetes with a combination of oral medication (glipizide) and insulin (regular and nph) and adjusts the dose based on her blood glucose results. The reporter stated the patient was adjusting her insulin dose based on the elevated results she was obtaining. During the call, the nurse provided initial hospital notes. She reported that the patient was brought in to hospital for confusion. According to the notes, on (B)(6) 2014 at 10pm the patient had administered 18 units of nph in addition to 7 units of another type of insulin (type unknown). About 1-2 hours later, patient became ¿cold, clammy and confused¿. The patient was reportedly given juice by her spouse with improvement of mental status; however, shortly afterwards the patient became ¿diaphoretic¿ and emergency services was then contacted. When ems arrived they tested the patient¿s blood glucose and obtained result of ¿60 mg/dl¿ and patient was given ¿glucola¿ by ems. It was noted that the patient's symptoms improved. It is not known what results the patient obtained with the subject meter prior to onset of symptoms. At the time of troubleshooting, it was discovered that the patient was using expired test strips. It is not known if the patient was aware that the strips were past their expiration date. This complaint is being reported because the patient reportedly obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.